Event description:
During baxter's eval of a spectrum pump, evidence of tampering was found. It is unk if there was pt involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. When the device was powered on, serial number (B)(4) displayed. Eval found that the customer had replaced the mechanism assembly, ultrasonic sensor, input/output printed circuit board, and processor pcb. Review of the device history records for both devices show that the I/o pcb, mechanism assembly, and ultrasonic sensor belong to the device with serial number (B)(4) and the processor pcb belongs to device serial number (B)(4). This is an indication that the parts were not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components and rendering the unit irreparable. The device could not be repaired and has been removed from service.